Event description:
It was reported the patient was having a lead revision due to high impedance, open circuit, and a loss of efficacy. It was noted the patient had cervical lead placement. It was further noted the impedance issue started about two months ago. The reporter stated there were no issues with the implantable neurostimulator (ins), but they think they were replacing the ins too. It was noted the distal electrode #7 broke off and was left in the patient. The reporter stated that there did not appear to be wiring attached to the electrode per the image they had of it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
Additional information received reported the whole system was replaced. It was noted that one electrode was dislodged from the lead and was still in the patient.

Manufacturer narrative:
Analysis of the lead serial number (B)(4) found that the distal end conductor was broken. It was noted that the # 0 conductor was broken at the distal tip of the returned lead underneath the # 1 electrode. Analysis of the lead serial number (B)(4) found that the distal end conductor was broken. It was noted that the #0 conductor was broken .3 cm and .7 cm from the distal end. It was noted that circuit #0 was open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient was doing well post replacement. It was noted that the patient was receiving effective therapy. It was noted that the time of report there was no plan to remove the electrode that was dislodged from the patient. Additional information received reported that the description of the event was open circuit. It was noted that there was no patient injury and that the patient recovered without sequela.

Event description:
Additional information received reported that the patient still had one "electrode" in the cervical spine. It was noted that one electrode was left in the cervical spine when the leads were changed out. The caller stated that this happened "whenever the new leads were put on (B)(6) 2013. It was noted that there was a fractured lead. It was noted that this was already reported and the leads were sent in. It was noted that the leads were replaced (B)(6) 2013 due to an open circuit. The caller stated that the patient needed an MRI of the upper extremities. The caller asked if technical services would review the fragments with the MRI facility.